Event description:
On (B)(6), 2012, the patient claimed her blood glucose elevated to 560 mg/dl and tested positive for ketones while she had intermittent power issues on the insulin pump. During troubleshooting, the animas representative discovered the battery cap was out of warranty and was never replaced. During troubleshooting, the animas representative noted the battery cap was damaged. There was no product misuse. This complaint is being reported because the patient had elevated blood glucose over 500 mg/dl while she had animas insulin pump power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.